Manufacturer narrative:
B3- date of even tis estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's ipg was end of life. It is unknown if this occurred prematurely.

Manufacturer narrative:
Corrected b5-added the statement "as such surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced, and therapy was restored.

Event description:
As such surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced, and therapy was restored.